Event description:
It was reported that, during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).